Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure due to a faulty controller board. A field service engineer replaced all controller boards in drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer did not open and not able recover even though after multiple reboot. The customer reported that the required medications were not able to pull by the user due to this issue and this resulted in delay to patient care. There were no adverse events or injuries reported based on this event.